Event description:
Customer alleged the unit was going into the chair position by itself.

Manufacturer narrative:
The chair button on the right ucm was stuck. The right ucm was replaced and the bed functioned to specifications.